Event description:
The surgeon implanted a toric silicone lens model aa4203tl and the haptic tore during implatation. The lens was implanted and removed wthout pt injury. The lens was cut into pieces when removed and discarded.